Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/29/2015: the cartridge was returned to animas and evaluated by product analysis on 06/10/2015 with the following results a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 07/22/2015: the device was returned to animas and evaluated by product analysis on 07/06/2015 with the following results: unidentified force low (force sensor calibration reading okay, non-zero lowforce verified in black box). Multiple loss of prime warnings were observed in the black box with low non- zero force. Pump exercised for 24 hours and loss of prime alarm was not duplicated.